Manufacturer narrative:
The device received with missing segments and partial display due to cracked and bleeding lcd glass, unable to perform self-test and displacement test due to missing segments and partial display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a display anomaly. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump lcd broken and had a spot of ink on display window. The insulin pump will be returned for analysis.